Manufacturer narrative:
(B)(4). The service engineer inspected the device. The extended self test, short self test, vent inop test and calibration were performed. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. There was no patient connected to the device.